Event description:
The customer reported that while the unit was in use on a pt, the unit generated an "auto fill failure" alarm. The pt was coming off cpb. No pt injury was reported.

Manufacturer narrative:
The customer biomed stated that the "auto fill failure" alarm has been cleared. The company rep evaluated the iabp; the "auto fill failure" alarm was generated on the startup. The customer retained the pump at the facility and elected to repair the unit. The company rep performed preventive maintenance, calibration, functional tests and safety checks on the unit. The unit met factory specifications besides the battery run time test. The iabp was returned to the customer with notification to replace the batteries prior to its use. (B)(4).